Event description:
It was reported that the patient had a traumatic brain injury, installed scs (spinal cord stimulator) for headaches, and also was fall risk patient. It was stated that last few falls were bad. In (B)(6) 2013, three leads became disconnected and not working after a fall. It was stated that since having the implant, the patient had leaps and bounds forward with headache therapy benefit. Since leads disconnected, half of the head was swelling because of one side working and the other not. It was stated that at the time of the report "she was not functioning well, going back-wards." 1.5 years prior to the report the left side was "tweaked" and "the patient couldn't put it up any higher." It was stated that it was already having problems 1.5 years before the report. (B)(6) 2013 was the last time the patient saw a follow-up hcp (health care professional), at the time of the report the implant was turned off. The patient was under a lot of stress and headaches were bad. It was stated that the scs system helped her get off all narcotics. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Device used for off label indication. The indication device used for was occipital therapy. Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3986a, lot # n066617, implanted: (B)(6) 2007, product type lead; product ID 3986a, lot # n066613, implanted: (B)(6) 2007, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).